Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed no damages or failures were observed on the ccp board assembly. The catheter was properly recognized by the imaging system when plugged into the motordrive unit and no connection issues or errors were detected during testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-07796 and 2134265-2016-07797. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During first pullback, overload error message occurred and the opticross¿ imaging catheter became unable to perform automatic pullback. The physician then removed the imaging catheter from the patient and tried to perform pullback again but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-07796 and 2134265-2016-07797. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During first pullback, overload error message occurred and the opticross imaging catheter became unable to perform automatic pullback. The physician then removed the imaging catheter from the patient and tried to perform pullback again but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.